Manufacturer narrative:
S/w ver. 5.2a. Retainer ring = black . Case type: ngp. Customer returned pump for an alleged no delivery alarm found on 04/13/2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump software. However, no delivery (7) alarm was recorded in the pump history on 04/13/2023 12:13:19.000 during bolus delivery. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails), cracked keypad overlay, corroded battery tube and scratched case. ¿ on 04/13/2023 08:13:13.000 normalbolusdelivered, normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u). On 04/13/2023 09:40:01.000 normalbolusdelivered, normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). On 04/13/2023 10:06:51.000 normalbolusdelivered, normalbolusamountprogrammed: 81000 (8.1 u) bolusamountdelivered: 81000 (8.1 u). In summary, the pump passed functional testing. Unable to verify customer alleged for no delivery (7) alarm. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issue with the infusion set and the insulin pump. It was stated that due to multiple insulin flow block events, the customer was not confident to use the insulin pump. Troubleshooting was performed and found that the insulin exited the tubing during the plunger priming. It was also found that the insulin exited the tubing after rewinding the pump, reinserting the reservoir into the pump, and running the load reservoir/fill tubing to at least 5.0u. It was explained that the alarm was caused by set/reservoir occlusion. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The pump will be returned for analysis.